Event description:
Per the clinician on both channels of the device patients have reported a burning sensation; the problem occurs with any intensity. The electrodes are the ones that came with the package as standard accessories 6cm x8cm, carbon electrodes and the equipment was purchased towards the end of last year. The burning sensation occurs whether the waveforms are continuous or not. Initially, they thought the problem only happened on level 9; however, it later happened on levels 4 and so on. The same thing happens on both channels. The reported treatment areas were the hands and legs.

Manufacturer narrative:
The device eval, and any additional findings will be provided upon conclusion of the device eval.